Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12/31/2014 with the following findings: the display contrast was dim and discolored. The battery compartment was not cracked as stated in the previous report. The last basal delivery was on (B)(6) 2014 at 11:28am. The total daily dose added up and equaled the programmed basal rate target. The pump reflected 24 units after a 24 hour at 1 unit/hour basal duration test. The product performed within specifications and the pump¿s advanced bolus calculations were found to be matching the manual calculation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas and alleged that on an unspecified date, the patient experienced a blood glucose (bg) of 395 mg/dl with symptoms of dehydration, abdominal pain and shakiness associated with a dim display screen on their insulin pump. It was reported that the display issue began (B)(6) 2014. Reportedly, the patient remained on the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support (cts), the patient alleged that the bg excursion was from not being able to clearly see the bolus dose because the display was so dim. It was reported that the patient¿s basal rate was recently changed. This complaint is being reported because the patient allegedly experienced hyperglycemia due to a dim display screen.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/10/2014 with the following findings: the display was dim and discolored. Unrelated to the original complaint, the battery compartment was cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.